Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had air bubbles in the reservoir and tubing. The customer did not use a prefilled reservoir and no rewind with reservoir in place. The customer confirmed no leaks were detected. The reservoir will not be returned for analysis.